Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with non-fasting test results from results obtained of 108, 104 and 151 mg/dl. The customer's expected non-fasting blood glucose test result range is 90 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 08/21/2016. The meter memory was reviewed for previous test result history: the 108mg/dl (B)(6) 2016 12:14 pm fasting:no, the 104mg/dl (B)(6) 2016 05:27 pm fasting:no, the 151mg/dl (B)(6) 2016 11:31 am fasting:no, the 180mg/dl (B)(6) 2016 02:36 pm fasting: no, the 137mg/dl (B)(6) 2016 02:18 am fasting: no. Memory concerns: all results. Customer states that does not uses this meter regularly.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with non-fasting test results from results obtained of 108, 104 and 151 mg/dl. The customer's expected non-fasting blood glucose test result range is 90 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 08/21/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: all results. Customer states that does not uses this meter regularly.